Event description:
Patient had an external ventricular drain (evd) in place. Patient also had an IV line and the IV tubing was in close proximty to the evd tubing line. The red end cap which originally comes on the medtronic duet had been previously removed for a specimen draw and replaced with a universal needless connector. The nurse caring for the patient inadvertently administered approximatley 40 ml of vancomycin into the evd tubing instead of the intended IV tubing. The patient did develop seizure like activity following the medication administration which did resolve and the patient returned to baseline with no further indication of complications.